Manufacturer narrative:
The biological contaminants were cleaned off the device for the analysis. However the inner was spun by hand and it would randomly bind. There were no detached or loose components. Visually, there was wear inside the distal tip cutting areas which is likely what caused the binding of the inner cutter which may have been the damage the customer was reporting. Functionally, the blade loaded into the handpiece, ran at 5,000 rpm in oscillate mode, and cut saw bone with no issues. Although there was wear on the components, it did not affect the function of the device. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a healthcare professional (hcp) reported that there were no fragments detached. The blade just ceased to function or oscillate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative that the device was damaged during a functional endoscopic sinus surgery (fess). The procedure was completed with a back-up device. There was no delay in the procedure. There was no patient impact.